Event description:
Clinic notes dated (B)(6) 2014 note that the vns was checked and did not appear to be functioning. It was noted that the patient's grandmother reported that the magnet does not seem effective anymore and the patient does not appear to feel device stimulation. The patient was referred for generator replacement. No known surgical interventions have been performed to date.

Event description:
Product analysis for the model 102 generator was completed and approved on 05/20/2015. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Follow-up with the physician's office showed that there was no note that the patient's generator was malfunctioning. She stated that the patient's grandma indicated that the patient was no longer feeling stimulation, so she wanted the device to be replaced. The nurse said that based on the notes it appears that the referral was prophylactic based on the family's request and possibly the battery status. No known surgical interventions have been performed to date.

Event description:
The patient underwent prophylactic generator replacement on (B)(6) 2015. The explanted generator was returned for analysis on 04/16/2015. Product analysis for the device is underway but has not been completed to date.